Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver energy during a pt event. The customer reported that there was a delay in therapy as a result, but that there was no negative outcome for the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not deliver energy during a pt event. The customer reported that there was a delay in therapy as a result, but that there was no negative outcome for the involved pt.